Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, at the first firing during a robotic esophagectomy procedure, when the radial reload was used on gastric tube creation, the tissue was clamped(only up to about halfway from the tip), the green button was pressed and the center control button was pressed to fire, but 2 or 3 staples were stuck in the tissue and the cutting was almost not completed when the jaws were open. It was unknown whether the firing was stopped halfway. They replaced it with another handle and reload, and the resection was performed again and completed without problem. There was no patient injury.

Manufacturer narrative:
Post market vigilance (pmv) led an evaluation of one device. Visual inspection of the returned product noted that the reload was partially fired with the interlock engaged. The jaws were open. Staple pushers were visible half way down the cartridge. Functionally the reload was loaded into a post market vigilance instrument, the interlock was over ridden, and the reload was applied to test media. All remaining staples were placed, and test media was cleanly transected. Records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. The root cause of the observed damage was misuse of the product which caused or contributed to the reported condition. Replication of the partial fire condition with interlock engagement may occur if the firing button had been partially compressed and then the open button was pressed after pressing the green firing button. In this situation, the safety interlock feature will engage and prevent the loading unit from firing a second time. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.